Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
The patient has a system for off-label use. It was reported the patient's ipg has migrated and has become superficial. In turn, the patient has difficulty in recharging the ipg due to its current location. The patient has also been experiencing heating while recharging the ipg since it has migrated. As a result, the patient may undergo surgical intervention.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.